Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within one month post implant, the right ventricular (rv) lead exhibited rising and high threshold, secondary to acute micro-dislodgement. Approximately four years later, the rv lead was revised to re-connect to the left ventricular (lv) port for back-up pacing and replaced with a new rv lead in the rv port. It was further reported that approximately three years later, the rv lead was again revised to re-attach to the rv port for rv sensing only, post introduction of a pacing lv lead. No patient complications have been reported as a result of this event.